Event description:
The manufacturer received information related to an everflo portable oxygen concentrator. The distributor reports the patient reported the oxygen tubing disconnected easily from the device. The patient reported attempting to warm the tubing with a lighter, which caused the tubing the catch fire and smoke. The patient reports extinguishing the fire with water. Lastly, the patient reported the device is no longer working. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.